Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the first two eights in the results field appear faded. The faded display did not cause a misinterpretation of results.

Manufacturer narrative:
The meter was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.